Manufacturer narrative:
Intuitive surgical inc. Will not be receiving the endowrist stapler sheath accessory for failure analysis. It was stated that customer discarded the accessory. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion. During a da vinci assisted pulmonary wedge resection procedure, a piece from the endowrist stapler sheath accessory fell into the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall into the patient. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci assisted pulmonary wedge resection procedure, a part of the endowrist stapler sheath fell off into the patient. The fragment was retrieved and no patient harm, adverse outcome or injury was reported.